Event description:
Boston scientific received information that this patient's pacemaker system was interrogated prior to a surgery and a lead safety switch was encountered with this implantable lead. There were several episodes of ventricular tachycardia (vt) that likely occurred around the time of the safety switch which were noisy. It was discovered that the impedances were less than 100 ohms in the bipolar configuration and 320 in the unipolar configuration. Pacing thresholds were also stable and within normal limits in unipolar. The lead configuration was changed as the patient only uses the device 3% of the time. No patient symptoms have been reported. It was believed that there was an insulation issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that this lead was surgically abandoned due to noise resulting in oversensing and impedance measurements below 200 ohms. No further patient complications have been reported.